Event description:
During product evaluation by a baxter service technician, an automix compounder required the replacement of a damaged umbilical cable assembly. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is association with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device has been received by baxter, and the condition was confirmed. This is an ancillary service event opened during investigation of (B)(4). The cause was determined to be damage to umbilical cable assembly. To correct the condition, the umbilical cable assembly was replaced. If any additional information is received, a follow up MDR will be sent. This device is 510(k) exempt - class ii (special controls). The device's additional 510k number is k955622.